Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received final analysis found the pulse generator was in backup vvi mode. After product code download, normal device function ensued.

Event description:
It was reported that the pulse generator exhibited backup vvi mode. It was reported that the patient had been in radiation therapy. A software download was not attempted due to high battery impedance. The device was explanted.